Event description:
It was reported that the patient had issue with suction. They stated that the last week and a half the purewick urine collection had not been pulling any urine. They were advised of replacing kits every 60 days and kit was at 60 days marked and recommended to place it. They also did troubleshoot, and the unit suctioned 3 cups at 30 seconds and recommended to move the unit to floor and to went over trouble shooting of wicks. Per follow up via phone on 19sept2024, it was reported that the unit only works 60% of the time and done countless troubleshoot with liberator medical supply representative and have been provided with placement tips. Patient was getting recurrent urinary tract infection and their doctor was prescribing antibiotics for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate system design". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "indications for use the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Safety and warnings always unplug purewick urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. If the purewick urine collection system is dropped or tipped over spilling urine, unplug the unit and carefully inspect for loose or damaged parts before resuming use. The pump tubing connecting the purewick urine collection system to the collection canister may experience light condensation inside the tube. This is not unusual and does not affect function. However, if urine or water has streamed into the pump, discontinue use. Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system. It is important that the port connections be connected correctly for proper operation of the purewick urine collection system. Use of this equipment next to or stacked with other equipment should be avoided because it could result in improper operation. If such use is necessary, this equipment and the other equipment should be observed to verify that they are operating normally. Portable radio frequency (rf) communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 12 inches (30cm) to any part of the purewick urine collection system, including cables specified by the manufacturer. Otherwise, degradation of the performance of this equipment could result. Use only purewick urine collection system accessories with this device. Incompatible parts or accessories can result in degraded performance. Do not use accessories past expiration date indicated on package labeling. Use only the purewick urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury. Do not place purewick urine collection system or its cord across walkways creating a tripping hazard." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had issue with suction. They stated that the last week and a half the purewick urine collection had not been pulling any urine. They were advised of replacing kits every 60 days and kit was at 60 days marked and recommended to place it. They also did troubleshoot, and the unit suctioned 3 cups at 30 seconds and recommended to move the unit to floor and to went over trouble shooting of wicks. Per follow up via phone on 19sept2024, it was reported that the unit only works 60 percentage of the time and done countless troubleshoot with liberator medical supply representative and have been provided with placement tips. Patient was getting recurrent urinary tract infection, and their doctor was prescribing antibiotics for the urinary tract infection.